Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 it was the user reported that they experienced hyperglycemia with blood glucose (bg) levels of 420 mg/dl post insulin delivery supply change. The user was transported to the hospital by a caregiver where intravenous insulin was administered and the user was treated and discharged the same day. No long-term health effects were reported.